Event description:
The report received from the study indicated that the pt was enrolled in the study and had a precise 9 x 30 mm stent successfully implanted in the left internal carotid artery (lica) during the study index procedure. An 8 mm angioguard embolic protection device was used during the procedure. There were no reported product malfunctions or adverse events reported during the procedure. The pt had no neurological deficit upon leaving the angiography suite post-procedure. Approximately six weeks after the index procedure, the pt returned for precise 10 x 30 carotid stent placement on the right internal carotid artery (rica)/contralateral side. Approximately three months post-index procedure, the pt expired. The cause of death was unk. It was not known if an autopsy was performed. Add'l info has been requested. The event was reported to be unrelated to study device/procedure.

Manufacturer narrative:
The pt was symptomatic for the study index procedure. The lica target lesion was reported to be: 20 mm length, an 80% stenosis, moderately calcified, and mildly tortuous. The lesion was pre-dilated. A precise 9 x 30 mm stent was successfully deployed at the intended target lesion. The residual stenosis was 0%. The rica lesion (contralateral procedure target lesion) was reported to be: moderately tortuous, an 80% stenosis, and eccentric. The lesion was pre-dilated. An 8 mm angioguard embolic protection device was used for the procedure. The pt had no neurological deficit upon leaving the angiography suite post-procedure. The product is not available for evaluation and testing. Add'l info will be submitted within 30 days upon receipt. This is one of two products used for the same pt. Please reference MFR report #9616099-2009-01817.